Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The reported event for high lead impedance was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found a stretched helix consistent with procedure damage. X-ray examination found an over torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of the right ventricular (rv) lead, it was noted that the pacing lead impedance was high. Physician explanted the rv lead and replaced it on 10 oct 2021. There were no adverse consequences to the patient.